Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 4. They checked the lines and bags and found that the unused supply clamp was open. They cycled power off and on to clear the se 2240 followed by 2367 ending therapy. The baxter technical service representative (tsr) had the home patient (hp) disconnect using aseptic technique and removed the cassette. The caregiver (cg) would notify the peritoneal dialysis registered nurse (pdrn) of missed therapy as soon as possible. They cleared the error ending therapy. The patient was connected either at the time of the alarm or observed air. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. It was unknown how the hp would complete therapy with. The sample was not available for evaluation. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.